Event description:
Customer alleges bolts on drive wheel backed out over time. No injury alleged.

Manufacturer narrative:
No RMA issued for this event. Model number 3gtq-cg (B)(4) is approximately 1 year and 7 months of age. User manual part number 1143151 rev h (jul-10) was issued with this device. It is unknown if the user has read and fully understands the user manual. The consumers medication condition, stability, and medication regimen are unknown. The consumers age, weight, and height are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the bolts on the drive wheel backed out over time on their own, but no patient injury or property damage was reported.